Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. It was reported that the pump does not emit a sound for some of the alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-mar-2019 with the following findings: during investigation, the audible piezo device decibel level was within specifications. The audible alarm was tested with low and replace battery alarms and was found to be operating as intended. The pump cover was removed, and no evidence of intermittent sound device defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.